Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Upon device interrogation, the pacemaker was found to be in backup vvi mode. A device restoration was successfully performed, following which the device returned to normal operation. The patient remained stable throughout.

Manufacturer narrative:
The implant date was reported as follow, ¿implanted in 2024."